Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2018 with blood glucose was over 780 mg/dl. The customer treated their high blood glucose with manual injection. It was also reported that the insulin pump had blank display and insert battery alarm did not display on the pump screen. The customer was not wearing the insulin pump for less than 48 hours prior to hospitalization. The insulin pump will not be returned for analysis.